Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an sjm representative met with the patient on (B)(6) 2014, for post-op programming but was unsuccessful in turning the system on. X-rays were taken and indicated the lead had pulled out of the epidural space. Patient has appointment with his physician to determine the next course of action to address the issue.